Manufacturer narrative:
Title: peroral endoscopic myotomy: 10-year outcomes from a large, single-center u.s. Series with high follow-up completion and comprehensive analysis of long-term efficacy, safety, objective gerd, and endoscopic functional luminal assessment source: gastrointestinal endoscopy accepted date: 3 may 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed october 2009 to october 2019, 610 consecutive patients included in the study for treating achalasia with peroral endoscopic myotomy (poem). One esophageal punctate perforation which occurred before the poem was caused by the early version of the catheter which lacked a floppy atraumatic tip. This led to transient self-limited left pneumothorax that spontaneously and rapidly resolved after closure of the microperforation with an endoclip. The poem was then performed success fully in the same session. Stavros n. Stavropoulos, md, fasge, agaf., 3 may 2021, peroral endoscopic myotomy: 10-year outcomes from a large, single-center u.s. Series with high follow-up completion and comprehensive analysis of long-term efficacy, safety, objective gerd, and endoscopic functional luminal assessment